Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. On an unreported date, the patient received an unspecified outpatient treatment for the event (dose, route and frequency not reported). The patient was recovering from the event and therapies were ongoing. No additional information is available.